Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (2 gram, frequency and route not reported) for the event. It was unknown if the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).